Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Doctor made his four in one cut with the block 6541-1-705e, lot sb3e47. Upon removal of the block, one of the pegs came off of the block. The peg remained in the bone. The doctor took a pair of vice grips attached it to the pin and removed it.

Manufacturer narrative:
An event regarding a fixation peg disassociating from a size #5 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was confirmed. Visual evaluation showed the device was returned with one fixation peg disassociated from the block, and there was no evidence of an interference fit on the blind hole. Dimensional analysis determined that the cutting block hole was oversized. No patient information was provided for review. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. The investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. Based upon the conclusions of the visual and dimensional analysis, it was concluded that the supplier, (B)(6), had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly.

Event description:
Doctor made his four in one cut with the block (B)(4) lot sb3e47. Upon removal of the block one of the pegs came off of the block. The peg remained in the bone. The doctor took a pair of vice grips attached it to the pin and removed it.